Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140m, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector broken.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for an unknown therapy indication. It was reported that the implantable neurostimulator recharger (insr) was not charging. About a month prior to the report the patient noticed the connector pin started to look like it was trying to come out, and the day of the report the connector pin broke and came out. It was noted that the patient had a lot of back pain starting today. The anomaly appeared to have occurred through product use. No patient harm reported. Additional information received reported that the patient did not have concerns with the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.